Event description:
A nurse at the user facility reports a bent haptic during intraocular lens (iol) implant surgery. The nurse indicated the iol did not cause or contribute to pt injury, however the incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good.